Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient received the infusion set in already opened state on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states.